Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was post sensed t-wave oversensing on the ventricular channel. The patient was brought to the clinic and the device was reprogrammed resolving the issue. The patient was in stable condition.